Event description:
A patient with moderate primary open angle glaucoma underwent cataract surgery with viscocanaloplasty and hydrus microstent implantation on (B)(6) 2022. At the 1-week postoperative exam, the surgeon noted the distal tip of the microstent protruding through the trabecular meshwork with some corneal edema present. The device was explanted on (B)(6) 2022 and a new hydrus microstent implantation was attempted but was unsuccessful.

Manufacturer narrative:
The explanted device was discarded. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Microstent malposition, corneal edema, blurred vision, and explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).